Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionable ise results for an unspecified number of patient samples tested on the cobas 6000 c (501) module. Data was provided for four patient samples and of these, all four had discrepant results for ise indirect na for gen.2. Two of the four samples also had discrepant results for ise indirect cl for gen.2. One of the four samples also had discrepant results for ise indirect k for gen.2. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patients.

Manufacturer narrative:
The reporter provided data for 11 additional patient samples with questionable results for multiple assays on the c501 module. Of these 11 additional samples, 8 had discrepant results for ise tests. The reporter stated that some incorrect na and cl results were reported outside of the laboratory, but did not specify which incorrect values had been reported outside of the laboratory. Refer to the attachment for the affected patient data. Additional test data for these samples was also provided. Based on the provided information, the affected patient samples were most likely mis-sampled. This mis-sampling is related to incorrect pre-analytic sample handling. (B)(6).